Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable 25588 error had occurred. Customer had removed instruments and power cycled the system but the issue reoccurred. System logs confirm repeated events of error pattern 25516, 25551, 25588, indicating post current loop failure reported by mcer2 pointing to mtml2 axis 2. It was determined that the error was non-recoverable and suggested using a console from their other system. The customer swapped to a spare console and continued the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. Made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer went on site to further investigate the issue and replaced the master tool manipulator to resolve the reported issue. The device has been returned and evaluated by the failure analysis team. The mtm2 was returned for failure analysis, and the reported failure (non-recoverable error 25588) was unable to be reproduced but could be confirmed as having occurred via field error logs. During evaluation, errors 23003 and 23017 were observed along axis 2 via error logs. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: axis 2 motor, a2 motor cable. The mtm2 was ntf. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the system was down after the start of the procedure due to non-recoverable errors. While a spare system was used to complete the procedure and there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.